Event description:
It was reported that during a sole therapy case, the pulmonary artery (pa) was torn lateral to the clamp prior to any ablations. The artery was repaired with sutures and the case was completed with the device. The patient left the or, but was still in ICU upon last report. It was reported the doctor believed the patient had poor tissue and did not believe there was a product problem.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so we evaluated a retained sample from the most recent purchased lot for the hospital. The device was tested for functionality with no issues noted. The device history record was reviewed for this lot number and no anomalies were related to the event.